Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant air in line alarm" was not reproduced. A review of the event history log revealed multiple "air in line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor values out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed a constant air in line alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.